Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the death was not reported or matched to this device until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, the device was found to have passed returned instrument testing evaluation electrical and functional testing. A review of the event history log revealed no failures, malfunctions or increased intraperitoneal volume events that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of this patient¿s death was cardiac arrest. The patient was not hospitalized prior to death. It was not reported if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.